Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 25july2019 the review was performed from the date of manufacture to the present date 25feb2021 a review of the device history record for (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a bottle side pressure sensor failure, recorded in the error log and have confirmed the fault. There was no reported patient involvement.

Manufacturer narrative:
Imdrf annex g grid and unique identifier (UDI) fields are updated. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacturer date of 25jul2019. The review was performed from the date of manufacturer to the present date 25feb2021. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had a bottle side pressure sensor failure, recorded in the error log and have confirmed the fault. There was no reported patient involvement.